Manufacturer narrative:
Intraocular infection and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4)

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and elevate iop. The lens was exchanged for a same model, power but shorter length lens. The problem was resolved. Cause of the event was reported as unknown.